Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 26, 2021 that a wallflex esophageal fully covered stent was to be implanted to treat a leak in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed successfully. However, during removal of the delivery system, a portion of the delivery system got caught on the stent and the stent was pulled proximal. The stent was attempted to be repositioned distally using forceps but the stent was unable to advance to its target location. The stent was removed from the patient and another wallflex esophageal was implanted to complete the procedure. There were no patient complications reported as a result of this event. It was reported that the wallflex esophageal fully covered stent was to be implanted to treat a leak in the esophagus. However, per wallflex esophageal fully covered stent system directions for use , the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent is not indicated to treat a leak in the esophagus.